Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and the customer reported issue was confirmed. The device had a permanent air alarm due to the air detector. The air detector will be replaced.

Event description:
It was reported that the pump had a sensor defect, air in line alarm present. The issue was observed during a functional test at a workshop. There was no patient involvement.